Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch lancing device was not fully penetrating. In addition, the reporter also stated that the lancet does not fire. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2015. The patient reported that the alleged product issues began about 3 weeks prior to contacting lfs. The patient manages her diabetes with oral medication (metformin) and she reported increasing her dose of metformin in response to the alleged issues. The patient reported developing symptoms of ¿blurry vision, fingers and lips became numb, spores from tongue were falling off and her fingers, feet and hands were tingling¿ about 2 weeks after the alleged issues occurred. During the follow-up call, the patient reported attending the doctor¿s office on (B)(6) 2015 in response to her symptoms. The patient informed the mss that a blood glucose test was performed on the doctor¿s meter and a result of ¿596 mg/dl¿ was obtained. The patient claimed she attended the emergency room at 10:30 pm and was diagnosed with having ¿early stages of ketoacidosis¿. The patient claimed she was hospitalized and was treated with IV fluids and an insulin drip. The patient claimed blood glucose tests were performed on a laboratory device on (B)(6) 2015 and results of ¿546, 564 and 399 mg/dl¿ were obtained. During the follow-up call, the patient informed the mss that she attributed the onset of her symptoms to the fact that she had run out of insulin and was unable to test her blood glucose due to the reported lancing device issues. At the time of troubleshooting, the customer service representative (csr) noted the product was not being used for the first time. The csr documented that based on the information provided there was misuse of the device. Replacement product was sent to the patient. This complaint is being reported because the patient was reportedly treated for diabetic ketoacidosis after she was unable to test her blood glucose due to the lancing device issues.